Manufacturer narrative:
The user interface assembly was returned for failure investigation. Visual inspection of the part revealed no anomalies. After testing, the customer complaint was verified. The root cause is failure of the ccfl portion of the lcd display. Upon further review of this event, it was reported in error. It does not meet reporting requirements as the failure was discovered during periodic testing.

Manufacturer narrative:
Date of report: 19jul2021.

Event description:
The customer reported that a ventilator did not display at start up during periodic testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported problem. The philips international service engineer (fse) replaced the user interface (ui) assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.